Event description:
Reportedly, the ventilator stopped working after the message of communication error on the display while in use on a pt. The ICU staff found this incident and the pt was manually ventilated, then switched to another ventilator. The pt's spo2 had decreased and blood pressure had dropped temporarily. However, the pt's condition recovered after being switched to another ventilator. According to the hosp staff, the alarm could not be heard. The pt was in the individual room and the door was closed. The distributor believes that there was an alarm at the time of the incident; however the alarm sound did not reach the hosp staff because of the distance. Later, the distributor confirmed that there was a device alert alarm in the alarm history log after 10 mins of ac power failure.

Manufacturer narrative:
The ventilator was not returned to MFR for eval. The distributor returned the ventilator to the customer with electromagnetic interference shielding treatment without further issues. Without the return of this unit, we are unable to conclusively determine the root cause for the reported incident. No corrective action will be pursued as a result of this event.